Manufacturer narrative:
The device evaluation was completed on 03-aug-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. Device evaluation details: the product was returned to biosense webster for evaluation, and it was sent to the device manufacturer further investigation. Visual analysis of the returned sample revealed no damages or anomalies. Functional analysis was performed, and it was found within specification. The complaint reported by the customer was not confirmed. The returned unit does not present any damages nor anomalies. The insertion/withdrawn test was performed successfully, and no resistance nor friction were observed. A device history record (DHR) review was performed, and no internal actions related to the reported complaint were identified. Based on the DHR, the h4. Device manufacture date has been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap detached. It was reported that the cap on the hub of the preface sheath came off when the catheter was removed from the sheath. The physician complained of resistance when removing the catheter. The damage did not result in wires and/or braid being exposed. It is unknown if the damage resulted in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The cap of the hub detached. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The sheath was replaced and the case continued without patient consequences. The resistance with sheath was assessed as not MDR reportable. The brim cap detached was assessed as a MDR reportable product malfunction.